Event description:
Additional information received reported that the patient did have a culture and there was no anaerobic growth. It was noted that the final culture result was (B)(6). It was noted that the patient was seen on 2014 (B)(6). It was noted that the patient still had elevated lab work. It was noted that the healthcare professional (hcp) was going to repeat the lab work and do an MRI when the patient returned in 6 weeks. It was noted that the patient was no longer on antibiotics. It was noted that at the time of report it was unknown if the patient would be re-implanted with a new device. It was noted that the plain was to discuss replacement after 6 week follow up appointment.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the result of the cultures were unknown. It was noted that according to the patient he took his last dose of antibiotics a few days prior to report. It was noted that there was a possible re implant once the infection had cleared. It was noted that there was an appointment at the end of this month. It was noted that the patient outcome was ¿stimulation explanted.¿ it was noted that no therapy was present. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported the patient had an infection and their complete system was explanted. The reporter stated the patient was seen for a surgical consultation for a possible lead revision. It was noted the patient¿s lead had eroded through the skin. It was further noted that one lead was already explanted by the patient¿s healthcare professional 1-2 weeks ago. The reporter stated the patient also had an active infection in the implantable neurostimulator (ins) pocket. The reporter further stated that full explant was completed and cultures were obtained. It was noted that IV antibiotics were started and the patient was hospitalized. It was further noted the patient had fever and infection at the ins pocket and lead location. It was noted that cultures were taken from the device pocket and they type of organism cultured was unknown. It was further noted the patient had pain at the device pocket and lead location. Additional information was requested, but was not available as of the date of this report.